Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with good sensing and with a left ventricular assist device (lvad). Per the physician an inappropriate shock was exhibited one year ago. The lvad was then deactivated and as the health of the patient decline, it was reactivated again. Then, the si-cd recorded an episode due to t wave oversensing and an inappropriate shock was delivered. The technical services (ts) discussed troubleshooting options and recommended to reprogram the device. This s-ICD remains in service. No additional adverse patient effects were reported.